Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system generated a low shock impedance measurement. No resulting adverse patient effects were reported; the device remains implanted and in service.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this electrode, a low shock impedance measurement was exhibited. The product was not used and is expected to be returned for analysis. No resulting adverse patient effects were reported.